Event description:
It was reported that the device was having issues and needs tested and calibrated. At product evaluation investigation the cutter failed the test mesh with an incomplete cut. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cutter failed the test mesh with an incomplete cut. However, the cutters cannot be repaired and were returned as is. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.